Event description:
The complainant alleged that a female nurse (age unknown) rec'd an unintended delivery of energy while conducting a 200 joule self test with the device in paddles mode. The test was conducted in a carpeted room with the device on a swiveling metal tray that was attached to the crash cart. The nurse indicated that her body may have been touching the metal tray attached to the crash cart when she rec'd the unintended delivery of energy. In addition, when the nurse was asked which fingers she used to defibrillate the paddles, the nurse responded that she thought she used her index fingers, but she may have used her thumbs. When the biomedical department went to investigate the malfunction, they rec'd an "error 44" message on the device screen. There was no pt involvement in the reported malfunction. There was no adverse effect on the nurse who rec'd the unintended delivery of energy. The pd1200 operator's manual contains detailed instructions for performing defibrillations with the device paddles. Please reference the attached copy of page 40 from the manual.